Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver does boot and charge. The receiver download contains no issues related to complaint. The receiver screen trend show unit is showing that battery is charging and battery circuitry is working properly. Wiggle test: passed - plugged the usb charging and download cable to micro usb port (j3) and wiggle the usb charging and download cable. Rx unit kept on charging the battery. Test on receiver functional test station (B)(6). Passed all relevant testing. Perform overnight charging and discharge test: passed overnight charging and discharge test, battery capacity test is good. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.